Manufacturer narrative:
The customer reported that the bedside monitor started intermittently giving a white screen. This was a standalone unit that is not connected on the network. Customer was sent a loaner. The customer returned their device and it was evaluated and confirmed the problem reported by the customer. The screen would turn white and then go black. The lcd was replaced to resolve the issue. Upon other testing, the respiration ave forms were very erratic and would not stabilize. The analog pcb was replaced to resolve this issue. Completed all steps in the maintenance check sheet per service manual. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bedside monitor started intermittently giving a white screen. This was a standalone unit that is not connected on the network.